Event description:
It was reported that the insulin pump had a crack that goes from the upper right corner of the display to the top of the insulin pump. Customer stated that they noticed brown debris in the crack. No further information reported.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).